Event description:
It was reported that the bd luer-lok stopper was defective/damaged. The following information was provided by the initial reporter: when preparing an injection for a patient, it is discovered that it is very slow/moving when drawing medicine. Barely pull up the medicine. It is then discovered that the black area on the inside of the 1 ml syringe is visible. Broken/melted out. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample of a 1ml luer-lok syringe (p/n - 309628) batch 3332226 was received and evaluated. The sample received with the unsealed package including all applicable product information has the stopper jammed between the barrel and plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3332226 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.